Event description:
It was reported that stent damage post-deployment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 4.00 x 8mm synergy ii drug-eluting stent was implanted. However, after implantation, the guidewire came out from the distal. When tried to advance it again and deliver with nc balloon catheter, resistance was encountered and the proximal stent strut was deformed due to pushing the balloon a little bit. Two connectors were also added proximally to avoid further deformation but still deformation occurred. No patient complications were reported and patient status was stable. It was incorrectly reported that two connectors were also added proximally to avoid further deformation but still deformation occurred. Instead it should have been reported that the deformed stent was treated using an nc balloon to ensure it was well-expanded and well apposed to the vessel wall.

Event description:
It was reported that stent damage post-deployment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 4.00 x 8mm synergy ii drug-eluting stent was implanted. However, after implantation, the guidewire came out from the distal. When tried to advance it again and deliver with nc balloon catheter, resistance was encountered and the proximal stent strut was deformed due to pushing the balloon a little bit. Two connectors were also added proximally to avoid further deformation but still deformation occurred. No patient complications were reported and patient status was stable. It was incorrectly reported that two connectors were also added proximally to avoid further deformation but still deformation occurred. Instead it should have been reported that the deformed stent was treated using an nc balloon to ensure it was well-expanded and well apposed to the vessel wall.

Manufacturer narrative:
Media from the clinical procedure was received and reviewed. The images provided show a stent damaged in the proximal region of an lad ostium deployed stent. This damage occurred not immediately post deployment but rather after crossing the stent with several post dilation balloons.

Event description:
It was reported that stent damage post-deployment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 4.00 x 8mm synergy ii drug-eluting stent was implanted. However, after implantation, the guidewire came out from the distal. When tried to advance it again and deliver with nc balloon catheter, resistance was encountered and the proximal stent strut was deformed due to pushing the balloon a little bit. Two connectors were also added proximally to avoid further deformation but still deformation occurred. No patient complications were reported and patient status was stable.